Event description:
The clinician said implant was placed in 2005 and the corner screw was loose december 02, 2005, when the clinician made the second stage surgery. The clinician opened the flap and discovered the implant stability was not good, so he removed implant and underwent the gbr surgery. The clinician identified the reason of removal as failure-to-osseointegrate resulting from infection and patient poor oral hygiene.

Manufacturer narrative:
The implant was received with a cover screw attached and an abutment screw and non prepped abutment. The implant was not fractured and was examined under 10x magnification. There was not any thread defects noted. The implant was then compared to a l0250 rev 10/03 radiographic template and was determined to be a d5mm x 9mm implant.